Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was claimed that the pressure transducer test failed during pre-use check. The issue has been confirmed in problem description. Device logs and service report were not provided. According to the information provided by the field service engineer (fse), it was found the air gas module was defective. No parts were returned for analysis. The root cause of the issue has not been determined.